Manufacturer narrative:
The field service engineer (fse) reviewed the logs and noted there were no faults logged with the system and the when speaking to the customer, learned the surgeon side console (ssc) was used in subsequent procedures with no issue. Despite this, the left mtm was replaced during a site visit.

Event description:
It was reported that during a da vinci assisted pulmonary lobectomy, the surgeon side console (ssc) made a loud noise and the surgeon lost control of the sureform 45 curved-tip instrument. The tip of the instrument went up on the universal surgical manipulator (usm). It is not known which usm the instrument was on or where the noise came from. No error message occurred at the time of the issue. The instrument did not move in the intended direction and there was shaking and arm to arm interference, but no external collisions. It was then stated the surgeon applied a clip laparoscopically to stop a small bleed which occurred at the time of the problem, though it is not known if the bleeding was caused by the system issue. The procedure was completed robotically.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information: an advanced stapler log review shows the instrument was installed on the system 9 times and fired 8 reloads (1 black, 2 white, 5 black, in that order). On install 4, no clamping or firing was attempted. On all other installs, the first clamp was successful, and the firings were each completed with no pauses for compression. There were no stapler related errors in the logs. Based on the complaint summary and timestamps between installs, clamps, and fires, it is possible the issue may have occurred around the 4th install. On all other installs of the stapler, clamping and firing was initiated shortly after the homing process was successful, and with little time elapsing between clamp and fire initiation. If there was an issue with tip motion, it would likely have occurred on the install where no clamping or firing was performed, as the next install was not until approximately 10 minutes later. A system log review did not reveal any system errors that would have caused or contributed to the reported event.